Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2012. On (B)(6) 2016 computed tomography showed a type 3b endoleak with aneurysm sac growth. The physician elected to reline the graft with an additional bifurcated stent and a suprarenal aortic extension. The patient came in emergently with a rupture and a type 3a endoleak following the reline of the original implant. The physician elected to explant the devices.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm a type 3a endoleak and a type 3b endoleak of the proximal extension. Additionally there was evidence to reasonably support the following observations; partial crown separation of the proximal extension and stent movement. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The device evaluation was able to confirm holes in the proximal extension of the initial implant. The device evaluation could not be used to assess the reported type 3a endoleak reported. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; lateral movement of the stent causing progressive component separation and long term antiplatelet therapy. Correction: updated primary product information, primary device updated, date of manufacture updated.